Event description:
It was reported that the surgeon attempted to insert a 20.0 diopter cq2015 collamer three piece lens and the lens became stuck in the cartridge. There was no pt contact or injury. The reporter stated, the cause of this event was due to the lens being loaded incorrectly. This is the first of two lenses used on this pt - see MFR report 2023826-2007-00081. A third lens was implanted.

Manufacturer narrative:
Eval: results: visual inspection of the returned product found the cartridge tip deformed. The returned lens was found stuck in the cartridge. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.